Event description:
The international customer reported the ventilator would not operate on ac power. The ventilator was not in use on a patient and therefore there was no patient involvement or harm. The distributor reported upon visual inspection of the ventilator, there was heat related damage to internal components. The power supply will be replaced to correct the problem. Malfunction of the power supply during use could cause the ventilator to shut down. Damage to the power supply snubber pcb may result in a malfunction of the power supply.

Manufacturer narrative:
Power supply requested from distributor for failure analysis. Not yet received.